Event description:
A us distributor reported that a patient's electrode belt had bent pins or damaged e-belt connector. A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged connector) was confirmed due to the trunk cable connector being cracked with damaged wires, causing a communication error with the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was isolated to a defective u612 inverting charge pump on the ca board, causing it to have no output and c655 being burnt. Upon investigation the monitor was unable to pass detect and treat testing. The root cause for the defective u612 and burnt c655 could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event that resulted from the damaged monitor.